Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found that the could no reproduce ¿ expected condition to be related to the customer reported complaint. The instrument was found to have 6 remaining lives, and the reported issue could not be replicated or confirmed. It passed all functional tests, and the complaint did not impact performance. However, a broken distal clevis was discovered during visual inspection an issue not reported by the site. The broken piece was missing, and no damage was observed on surrounding components. The complaint was confirmed by failure analysis. The probable root cause for the customer reported issue cannot be determined based on the failure analysis. As the reported event is could no reproduce ¿ expected condition and no patient harm was reported, no specific risk can be associated with this event. The probable root cause for the broken instrument distal clevis and missing piece was attributed to the damage during use. Distal clevis damage may result from excessive force during handling or use, or from collisions with other instruments or operation outside the field of view.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument should have had more uses. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site after checking with the clinical team, said that there was no information available about which patient this item was used on. There were no pieces fell onto or into the patient.